Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. During use with the 2.5x15mm nc trek neo balloon dilatation catheter (bdc), it was noted that only 1 radiopaque marker was visible; therefore, it was unable to be sized. The bdc was removed and the procedure was continued with the use of another bdc. There were no adverse patient effects nor clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported missing balloon marker was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the evaluation of the returned device, a potential product quality issue has been identified for the reported and confirmed missing balloon marker. A corrective and preventative actions (CAPA) has been initiated to further investigate the potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. .